Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection amikacin (250 mg, once daily, route and duration not reported). At the time of this report, it was reported that the patient's pd effluent was clear and the patient was stable. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. No additional information is available.